Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance had increased. Dfts were successful and the hv impedance during dfts was in range. The physician elected to monitor the lead.